Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor burst. The device was filled with fluorouracil hs. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date -- june 30, 2016 ¿ july 5, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the unit via the naked eye noted a ruptured bladder. The ruptured bladder was microscopically examined for the following signs of abnormality: external and internal surfaces of the bladder and the rupture line for evidence of markings, abrasions, gouges, holes, or embedded particulate matter, any surface defects on the stress-member. As a result, no signs of abnormality were found. The reported condition was verified and the cause is unknown. Should additional relevant information become available, a supplemental report will be submitted.